Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to connect to their ipg following an unrelated surgical procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.